Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that four ar-3636h 1.8 hip fibertak anchors had sutures that did not function as intended. Specifically, during the shuttling of the repair stitch process, the shuttle stitch failed to pass the repair stitch through the anchor sheath. The case was completed, and no further details were provided. This was discovered during a hip labral repair procedure performed on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/29/2025: the case was completed using another ar-3636h knotless 1.8 hip fibertak anchor from a different, unspecified lot. The procedure was delayed by approximately 5 to 10 minutes while a replacement was obtained. It is unknown whether additional anesthesia was administered to the patient. No adverse effects were reported during or following the surgery, and no photographs were taken of the event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. -visual inspection of the packaging of the self bunching 1.8 knotless hip fibertak®soft anchor did not find any issues. The used devices were not returned for investigation. -functional random testing was performed with 5 of the devices, and no problem was found with the devices during the knotless mechanism conversion process testing. No evidence of a manufacturing defect or material was identified during the review. The tested devices functioned as intended, supporting that the failure was likely related to procedural factors rather than product design or quality. No problem found.